Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after having a syncopal episode. Device interrogation revealed that the atrial lead had high inconsistent capture thresholds. Chest x-rays revealed that the atrial lead had no slack, but was still in the atrium. Programming changes were made. Patient was in stable condition and discharged.